Event description:
New information received stated that the patient presented in clinic on july 1st, 2019 and the device was reprogrammed as recommended. The patient did not experience any additional adverse events since the changes were made.

Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. The patient experienced multiple tachycardia episodes and received inappropriate anti-tachycardia pacing therapy for supraventricular tachycardia rhythms. Programming changes were recommended.